Event description:
It was reported by svc report that the head brake wheel was stuck, there was intermittent power on the bed, and foot left rail was stuck. No pt involvement or adverse consequences are reported.